Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 28 mg/dl. Customer¿s other blood glucose value was 171 mg/dl. The customer stated that insulin pump had low reservoir alarm and they were able to clear it. Customer was treated with food for their low. The customer performed self test and displacement verification test and both were passed. The insulin pump will not be returned for analysis.